Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry and discolored image. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable and unit failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: for blurry image the probable cause was moisture inside the charge coupler device cover glass and the unit failed leak test was due to a crack in video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry and discolored image. The event occurred during reprocessing. There was no patient involvement.